Manufacturer narrative:
Evaluation codes: results: evaluation of the returned unit did not confirm the reported issue. The unit does not continuously send signal to activate the nurse call station, however, when the nurse call cable is wiggled, the red led at the nurse call station toggles on and off. The unit passes all other functional testing. (B)(4).

Event description:
Customer reported when the alarm is in use with the nurse call cable, the nurse's station is continuously sounding. Customer tested the nurse call cable with a known working alarm and the nurse call functioned properly. Issue was found during set-up, but the date when discovered is unknown. No patient incident or injury was reported.